Event description:
It was reported that an asymptomatic patient presented in clinic, the right atrial lead exhibited loss of capture at maximum outputs. The atrial lead had became dislodged as a result of twiddlers syndrome. During lead revision, the physician noted that both the atrial and ventricular leads were tangled. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.